Event description:
The customer was hospitalized for high blood glucose levels and ketones. The customer stated she changed the infusion set prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime and self test, however, the tubing clamp was not available for the high pressure test. The programming was correct as well.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.